Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming functional testing, the electrode pads will not connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty tab on a connector on the electrode pads. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.